Manufacturer narrative:
H.6. Investigation: the photo was received by bd for evaluation. A quality engineer was able to review the photo of a discarditii 2ml from lot # 1180420 regarding item # 300846 with the reported issue that ¿syringe has big crack which is unable to withdraw injection¿. The DHR of material number 300846 and lot number 1180420 was checked and no quality notification was recorded on this lot. No samples and one photograph was received from the customer and was used for investigation of the reported defects. The investigation team also used retention samples of material code 300846 and lot number 1180420 for investigating the reported defect of crack in the syringe. None of the ten retention samples showed any cracks in the syringe. No customer returned sample was received to confirm that there was crack in the syringe. The defect is not confirmed. The probable root cause could be the high stamping pressure.

Event description:
It was reported that a crack was found in the bd discardit¿ ii syringe during use. The following information was provided by the initial reporter: "customer received damaged syringe which is having big crack which is unable to withdraw."

Event description:
It was reported that a crack was found in the bd discardit¿ ii syringe during use. The following information was provided by the initial reporter: "customer received damaged syringe which is having big crack which is unable to withdraw."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was found in the bd discardit¿ ii syringe during use. The following information was provided by the initial reporter: "customer received damaged syringe which is having big crack which is unable to withdraw."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.